Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted as system revision was done due to infection. This rv lead was also damaged upon explant. There were no additional adverse effects reported. The product was explanted.